Manufacturer narrative:
(B)(4). D10: unknown, tibial component, unknown lot. Unknown, femoral component, unknown lot. Unknown, articular surface, unknown lot. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial tka on an unknown date. Subsequently, they had a revision due to decreased range of motion and patella maltracking. The surgical technique was utilized; there was no surgical delay. Attempts have been made and no further information has been provided.